Event description:
E.r. Staff nurse exposed to blood while drawing high risk patient. Blood squirted into holder and dripped onto nurse's pant leg. Blood seeped through cloth and down leg, possibly contacted an open wound. Blood came from sleeve (rubber) end of adapter while attempting to fill pedi tube. Other incident's involved same type of blood draws without exposure. Pt and nurse tested for human immunodeficiency virus. Nurse result negative. Pt test undetermined.